Event description:
It was reported that a leak from the spiros connection on an azacitidine cold (accord) 55mg syringe at the point of the luer lock occurred. There was patient skin contact with the spilled cytotoxic solution. The policy was followed for the subsequent clean-up. The customer also reported there was no report of staff/patient injury, or medical intervention as a result of this event, stating personal protective equipment (ppe) was worn as per policy. The customer confirmed no damage was observed to the spiros connector, however, stated it "leaked internally into the spiros which is not normal". The customer also confirmed no damage was observed to the product packaging or the carton the product was delivered in; stating nothing was noted from the nursing or pharmacy. There was patient involvement but no patient harm. No additional information is available at this time.

Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a spinning spiros connected at the female luer end to a luer lock syringe and at the male luer end to an IV catheter hub. There was white fluid leakage confirmed adjacent to the spiros male luer to IV catheter hub connection that flooded into the interior of the spiros body. The probable cause of this type of leakage is typical of leakage when the female luer of the IV catheter hub is not fully engaged with the male luer of the spiros during use. The resulting leakage will flood into the interior of the spiros body.